Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultra meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter not turning on began on (B)(6) 2011. She stated that she tests her glucose 2x/day and manages her diabetes with byetta, diet and/or exercise and due to the alleged issue she continued taking her usual dose of medication. At an unknown day and time after the alleged issue started, she felt "shaky". In response to her symptoms, she "immediately" self treated with orange juice and candy, which she reported, made her feel better soon after. During the initial call with customer service, the agent noted that the patient had been using the correct test strips, there was no information of misuse of the device and the batteries were not due for replacement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.